Event description:
It was reported that during a da vinci s nephrectomy procedure, while the surgeon was performing the hilar dissection technique, the patient began to hemorrhage. The surgeon decided to convert the procedure to traditional open surgical technique. Despite efforts from the surgical staff, the patient hemorrhaging was not able to be controlled and the patient expired. Based on the information provided by the site, it was determined that the da vinci s surgical system did not malfunction and did not contributed to the patient's death.

Manufacturer narrative:
The attending isi representative stated that the system in no way contributed to the demise of the patient. The hospital has continued to use the da vinci s surgical system to perform surgery on patients. As of 2009, no adverse events have been experienced with the site's system.